Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of the ventricular r-wave signal. No adverse patient effects were reported. Currently, this lead remains in service.